Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The report was made by a physician who stated that the day of the event the patient was found unresponsive at a local shelter, and that the emergencies were called. The patient would have experienced a hypoglycemic event, and a seizure. The patient was given intravenous d10w by the paramedics and was brought the hospital. When the patient arrived at the hospital a fingerstick was taken and the blood glucose reading was 83 mg/dl. At the hospital another bag of d10w was given, and when a new fingerstick was taken the cgm reading was 215 mg/dl, and the blood glucose reading was 105 mg/dl. A later fingerstick taken showed a cgm reading of 306 mg/dl, and the blood glucose reading was 269 mg/dl. The patient experienced a mild headache due to an unspecified head injury but had recovered from the hypoglycemic event. There was no information on when the patient was discharged, but the report was done on the same day as the day of the event. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient arrived at the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid after the patient was given another bag of d10w. Later another fingerstick was done and the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.